Manufacturer narrative:
It was reported that there were wrong pressure readings. The failure was found during maintenance. No harm to any person has been reported. As a pressure failure was reported, a report is needed. New information received on 2025-06-10 that there was no physical damage to the hls cable and it worked as intended. A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred on the date of event due to wrong pressure readings. As confirmed by the getinge service and sales unit, the root cause was a loose connector on the sensor panel, which affects the readings of the pressure. Due to the age of the device and this component sensor panel, age related aspects can be considered as well (manufactured on 2016-07-04) according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult/adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2016-07-04. The review of the non-conformities has been performed on 2025-07-24 for the period of 2016-07-04 to 2025-06-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "faulty pressure sensor readings" could be confirmed. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
It was reported that during maintenance, the pressure sensor readings were faulty. No harm to any person has been reported. As a pressure failure was reported, which is a potential risk for a patient, a report is needed. Complaint ID: (B)(4).